Event description:
It was reported that the patient with this right ventricular (rv) lead was experiencing heart palpitations and weakness. A chest x-ray was performed, a lead perforation was confirmed. Additionally, there was no pacing and sensing noted, but with normal impedance. This rv lead was revised and still remains in service. No additional adverse patient effects were reported.